Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the patient was experiencing blood glucose excursions. The reporter stated that the patient had a blood glucose of 29.3 mmol/l with symptoms of thirst, urination and general feelings of unwellness. The patient had stopped pump therapy at the time of the call. The reporter stated that the pump showed 0 unit boluses in the history. This complaint is being reported based on the allegation that the patient experienced blood glucose excursions on the pump and that the pump did not appear to be delivering properly.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-jan-2018 with the following findings: a review of the pump history showed the last basal delivery was followed by an unexplained loss of prime with an unconfirmed replace battery alarm. The pump went into a reboot condition and the insulin deliveries were never resumed. The bolus history showed multiple 0 unit boluses that were either cancelled by the meter or the pump. The meter was not returned. Two 0 unit boluses were found in the history, with a manual time change. The pump was run for 24 hours and no 0 unit unprogrammed boluses were delivered or recorded in the pump history. A ten unit normal bolus and a ten unit audio bolus were manually performed and were both accurately recorded in the pump history. No hypersensitive or stuck keys were found. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. No alarms or delivery interruptions occurred during the investigation. The complaint of a history settings issue was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.